Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had fluids in the reservoir compartment. Customer's blood glucose was 300 mg/dl. Customer was advised to clean the compartment with a q-tip. No damage was noted on the drive support cap. Customer is unaware about what occurred. Customer was advised to the device needed to be replaced and customer agreed return the device for analysis.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted. No fluid in reservoir or moisture damage noted on the electronic assembly.